Manufacturer narrative:
Investigation type: eitan medical investigated the pump and the event log (a full event log analysis was presented in the initial report). Investigation findings: the investigation established that the complaint is attributed to high pressure in the upstream section, which, as designed, prevented the user from initiating the treatment. Conclusion: the alarm was triggered when the device detects high pressure in the upstream section, leading to a high priority alarm, as designed. The fact that the user was able to resume the treatment suggests that there was a real high pressure at the beginning of the treatment and not a pump malfunction. The device was received for investigation, tested and found to meet its specifications.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. The customer stated no human harm occurred as a result of this event and no medical intervention was reported.

Event description:
The complaint was reported by a customer from USA. Delivery issue.